Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is nypro. This site is an OEM manufacturing site. (B)(4). Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd safe-clip¿ did not cut through the needles during use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter, translated from spanish: "the patient reports that the safeclip does not cut. So a virtual training was managed on december 14, in which it was performed an exercise of cutting the needle and it was realized that the needle does not get into the side hole of the safe clip device. Even though, it was reported that the patient does not allow the injection in his belly. The kid does not allow application in his belly, because he gets too nervous and it's required to hold him tight. The needle cutter is being used for 9 months"

Event description:
It was reported that the bd safe-clip¿ did not cut through the needles during use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter, translated from spanish: "the patient reports that the safeclip does not cut. So a virtual training was managed on (B)(6) in which it was performed an exercise of cutting the needle and it was realized that the needle does not get into the side hole of the safe clip device. Even though, it was reported that the patient does not allow the injection in his belly. The kid does not allow application in his belly, because he gets too nervous and it's required to hold him tight. The needle cutter is being used for 9 months."

Manufacturer narrative:
Investigation summary: no samples were returned therefore the investigation was performed based on the video provided. One video pertaining to a bd safeclip was provided. The patient reports that the safeclip does not cut. The video was examined, and it was observed that the user was not able to fully insert the patient end (pe) cannula of a pen needle into the aperture of an open safeclip device. It could not be determined what was prohibiting the cannula from easily entering the aperture of the safeclip from the video alone. A device history record review showed no non-conformances associated with this issue during the production of this batch. Based on the video received, embecta was unable to confirm the customer¿s indicated failure of not clipping. Root cause cannot be determined at this time as the issue is unconfirmed as no samples were returned.